Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 8262074 our records determined that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally , based on the device submitted to our facility, our engineers were able to identify damage that suggested interaction with the pinch to be the root cause for this event. Closer inspection of the pinch was unable to identify any signs of a burr or other damage on the device that would have lead to the observed damage. Pinch -force testing similarly found the pinch clamp to be performing in accordance with product specifications. Unfortunately based on these results, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was broken. The following information was provided by the initial reporter: it was found broken tubing at clamp, patient almost not move.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was broken. The following information was provided by the initial reporter: it was found broken tubing at clamp, patient almost not move.